Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had an increase in catheter associated urinary tract infection (cauti¿s), so they were refreshing education on incontinence management without the use of an indwelling catheter. Company representative from some of their other incontinence management products were scheduling times to make brief rounds on inpatient units to refresh knowledge of available products and proper use of the incontinence products. And stated that they had a few incidents of patient harm in the form of bruising in the peri area by using purewick urine collection system. Both times there was significant bruising and there was also noted to be higher amounts of suction 150-200 mmhg. Staff have said that it takes over 100 mmhg to make the urine move through the tubing up to the suction canister . It was unknown what medical intervention was provided for catheter associated urinary tract infection.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was not reportable as per the additional information received. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the customer had an increase in catheter associated urinary tract infection (cauti¿s), so they were refreshing education on incontinence management without the use of an indwelling catheter. Company representative from some of their other incontinence management products were scheduling times to make brief rounds on inpatient units to refresh knowledge of available products and proper use of the incontinence products. And stated that they had a few incidents of patient harm in the form of bruising in the peri area by using purewick urine collection system. Both times there was significant bruising and there was also noted to be higher amounts of suction 150-200 mmhg. Staff have said that it takes over 100 mmhg to make the urine move through the tubing up to the suction canister . It was unknown what medical intervention was provided for catheter associated urinary tract infection. Per additional information received via email on 13sep2022, it was reported that one of the patient experienced bleeding and bruising from the purewick female external catheter and the catheter was taken off and wound nurses saw it. Stated that the patient underwent treatment which was wound, triad or zinc for open areas to buttocks, intradry or miconazole powder for intertriginous dermatitis as stated in order sets. Second patient experienced bruising and no treatment was provided, suction turned down to 40 mmhg.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had an increase in catheter associated urinary tract infection (cauti¿s), so they were refreshing education on incontinence management without the use of an indwelling catheter. Company representative from some of their other incontinence management products were scheduling times to make brief rounds on inpatient units to refresh knowledge of available products and proper use of the incontinence products. And stated that they had a few incidents of patient harm in the form of bruising in the peri area by using purewick urine collection system. Both times there was significant bruising and there was also noted to be higher amounts of suction 150-200 mmhg. Staff have said that it takes over 100 mmhg to make the urine move through the tubing up to the suction canister . It was unknown what medical intervention was provided for catheter associated urinary tract infection. Per additional information received via email on 13sep2022, it was reported that one of the patient experienced bleeding and bruising from the purewick female external catheter and the catheter was taken off and wound nurses saw it. Stated that the patient underwent treatment which was wound, triad or zinc for open areas to buttocks, intradry or miconazole powder for intertriginous dermatitis as stated in order sets. Second patient experienced bruising and no treatment was provided, suction turned down to 40 mmhg.

Event description:
It was reported that the customer had an increase in catheter associated urinary tract infection (cauti¿s), so they were refreshing education on incontinence management without the use of an indwelling catheter. Company representative from some of their other incontinence management products were scheduling times to make brief rounds on inpatient units to refresh knowledge of available products and proper use of the incontinence products. And stated that they had a few incidents of patient harm in the form of bruising in the peri area by using purewick urine collection system. Both times there was significant bruising and there was also noted to be higher amounts of suction 150-200 mmhg. Staff have said that it takes over 100 mmhg to make the urine move through the tubing up to the suction canister . It was unknown what medical intervention was provided for catheter associated urinary tract infection. Per additional information received via email on 13sep2022, it was reported that one of the patient experienced bleeding and bruising from the purewick female external catheter and the catheter was taken off and wound nurses saw it. Stated that the patient underwent treatment which was wound, triad or zinc for open areas to buttocks, intradry or miconazole powder for intertriginous dermatitis as stated in order sets. Second patient experienced bruising and no treatment was provided, suction turned down to 40 mmhg.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, f, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned